Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer reported using cold insulin when filling a cartridge and not changing supplies at the recommended frequency. Tandem technical support educated customer on proper fill technics and using cold insulin is off label per user guide. Customer will replace pump supplies to address the issue.